Event description:
(B)(4) trial. Same case as: 2134265-2010-03628. It was reported that during a carotid stenting treatment procedure, the patient experienced bradycardia. The unspecified target lesion was located in the ostium of the right internal carotid. The target lesion was 90% stenosed, 5mm in diameter and 15mm long. The lesion was treated with a filterwire and placement of a 10x24mm carotid wallstent. Post-dilation was performed. Residual stenosis was 10%. During the index procedure, the patient experienced bradycardia. The patient was treated with medication. The event was successfully resolved without residual effects. The patient was discharged 2 days later.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).